Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot were identified. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The accounted alleges that during a diagnostic procedure, the device was used to successfully obtain a biopsy sample. However, while attempting to advance the sample into a specimen jar the handle of the device broke apart and the clinician suffered a needle stick injury. The clinician underwent mandatory bbp testing and the injury was cleaned per hospital protocol. A second device was used to successfully obtain and deposit a patient biopsy sample into the specimen jar without incident. No additional patient or clinician consequences to report.